Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analyzed and there were no anomalies found. The proximal conductor had blood/body fluid (not obstructed). Blood was also in/on the helix mechanism. There was also an outer insulation breach cut. Visual analysis showed apparent explant damage.

Event description:
It was reported that there is a ventricular sense-ventricular pace event after every atrial pace. The lead was dislodged and was explanted and replaced. Tissue was noted on the helix portion of the lead. No patient complications have been reported as a result of this event.